Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage to keypad traces. No button error alarm noted. The insulin pump has cracked case near lcd window corners, minor scratches to lcd window, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads and stained address serial number label.

Event description:
Customer reported that her blood glucose was 252 mg/dl. Customer stated that her insulin pump buttons were not working correctly and the numbers were scrolling when she was trying to program her blood glucose. Customer stated that it was alarming button error and he was unable to clear the alarm. Advised to discontinue use, return the insulin pump and to revert to a back up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).